Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 400mg/dl at the time of the incident. The customer reported that his son had been running high since last night and the doctor increased basal rates but the blood glucose keeps going up. The customer had been very sick with a cold and since yesterday it keeps going up. Patient's current blood glucose was 193 mg/dl. Today blood glucose went up to 600mg and customer had moderate ketones. Blood glucose came down to 193mg/dl and the ketones dissipated. The customer treated high blood glucose with syringes. The customer that both times the set was changed the cannulas were bent. The drive support cap appeared normal (slightly indented). The customer was unable to perform high pressure test at that time. The customer will continue to check blood glucose and ketones. The customer had gotten a no delivery alarm and the cannula looked suspicious. The insulin exited with 5.0 unit fixed prime. The customer already changed sets and will call if they continue to get no delivery alarms. The insulin pump will not be returned for analysis.